Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple kinks along the hypotube. No issues with mid-shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined. Distal stent damage was identified. The balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within max crimped stent profile measurement. The tip was visually and microscopically examined and tip damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27jan2017. It was reported that crossing difficulties were encountered. The tight target lesion with acute bend was located in a left circumflex (lcx) artery. After predilation, a 2.25x32mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.